Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received his scs system, including two percutaneous leads (of the same lot), on (B)(6) 2010. It was reported the leads were explanted and replaced due to a loss of stimulation subsequent to lead migration. No patient complications were reported as a result of this event.